Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Therefore no corrective action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The type of detachment control box (dcb) used was also unknown. The pre-deployment electrical check performed. During the procedure; the physician could not detach the coil (cpl100254-30/g13505) despite pressing the detachment button. It is unknown how many times the detachment button was pressed. Also it is unknown if there were any other coils successfully deployed using the same cable and dcb. In addition; it is unknown if the cable and/or dcb changed and another attempt made to detach the same coil. Afterwards; the procedure was continued using another product (details unknown) and was completed with no further difficulties. However; there is no detailed information on how the procedure was completed. No patient injury was reported. The product will not be returned for analysis.